Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient died. In (B)(6) 2014, the patient presented with exertional angina. In (B)(6) 2014, the 90% stenosed target lesion located in the non-calcified proximal left anterior descending (lad) artery was treated with deployment of a 2.25x12mm promus element plus. On the following day, the patient recovered. In (B)(6) 2014, the patient was hospitalized for a pci and coronary artery graft (cag). Two days post hospitalization, the patient's condition had not improved. The next day, the patient had cardiopulmonary arrest. The physician performed cardiopulmonary resuscitation (CPR) for about an hour but there was no response. Image diagnosis at the time of death confirmed abdominal dropsy and cerebral hemorrhage. Because the myocardium deviation enzyme was elevated, the physicians considered the cardiac arrest to have been caused by acute myocardial infarction. No autopsy was performed.